Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was acting "finicky" and that the system was stuck in "stand alone" mode even after rebooting. There was no patient impact reported.